Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous and 75% stenotic proximal left anterior descending artery. The physician advanced the 3.0 x 15mm maverick2 balloon to the lesion and inflated the balloon to 10 atms and it ruptured. The procedure was successfully completed with another 3.0 x 15mm maverick2 balloon. Patient status is listed as "good".